Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation for false elevated result for one patient tested with the architect total b -hcg assay included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review. The ticket search determined normal complaint activity for the reagent lot. Trending review determined no trends identified for the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered from customers worldwide and suggested that the performance of the lot is acceptable. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency for the architect total b-hcg reagent lot 20069ui00 was identified.section d3 suspect medical device was updated including the phone number, email, and fax number section g1 all manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
Was this device serviced by a third party? No. Patient identifier: (B)(6). The sid of the patient sample could not fit in the a1 field. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect total b-hcg result for a patient. The following data was provided (reference range: </= 5.00 miu/ml= negative, >/= 25.00 miu/ml= positive): on (B)(6) 2021 sid (B)(6) = initial result = 1398.47 miu/ml (positive); repeat = < 1.2 miu/ml (negative); new blood sample result = < 1.2 miu/ml (negative) there was no impact to patient management reported.